Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been returned for evaluation.

Event description:
It was reported that the handpiece was overheating. No injury or patient / user impact was reported. Additional attempts to gain information about the event were unsuccessful.

Manufacturer narrative:
The analysis was completed on march 7, 2016. The device was returned for evaluation. The customer complaint of overheating could not be confirmed. A pre-repair temperature check was performed after 1 minute of running at 80k. The temperatures were 82f at nose, 78f at middle, and 75f at the rear. Some other deviations were found: the cable didn't pass the earth resistance test. All the bearings are corroded. The nose cone is worn out. The release collar is worn. The o-rings are worn. The device was repaired and returned. (B)(4)

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.